Event description:
It was reported that a small volume intermate underinfused. The reporter stated that the expected therapy time was 30 minutes; however, the device completed infusion in two hours. The device had been filled with 800mg amikacin in 50ml 0.9% sodium chloride. The patient stated that they had taken the device out of the refrigerator one hour before the start of therapy. There was no patient injury or medical intervention associated with this event. No additional information is available.

Manufacturer narrative:
(B)(4). Should additional relevant information become available, a supplemental report will be submitted.

Manufacturer narrative:
(B)(4). The device was manufactured february 23, 2015 ¿ february 26, 2015. A batch review was conducted and there were no deviations found related to this reported condition during the manufacture of this lot. The device was not received for evaluation; therefore, a device analysis could not be completed. Should additional relevant information become available, a supplemental report will be submitted.

Manufacturer narrative:
(B)(4). Should additional relevant information become available, a supplemental report will be submitted.